Event description:
According to the report, aortic valve and conduit sid (B)(4) was implanted on (B)(6), 2011. The recipient has subsequently developed endocarditis.

Manufacturer narrative:
This allograft was manufactured prior to (B)(6), 2005, and therefore is regulated as a medical device. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, aortic valve and conduit sid (B)(6) was implanted on (B)(6) 2011. The recipient has subsequently developed fungal endocarditis.

Manufacturer narrative:
According to the report, aortic valve and conduit ((B)(4)) was implanted as a root replacement in the patient. Approximately 2 months post implant, the patient presented with severe aortic insufficiency, vegetations and an assumed pseudoaneurysm on the proximal suture line. This was later determined to be candida endocarditis and the valve was explanted. Thus, an investigation was performed. A review of the processing records indicates that this allograft was processed according to applicable procedures. A review of all material lot numbers, processing times, and recovery times were within specification and possessed no deviations. Quality reviewed the raw material component records for this allograft and confirmed that all records were controlled, available for review, and met all physical, functional, microbial, and chemical specifications. Environmental monitoring performed six days after packaging of the allograft on the laminar flow hood used during packaging identified a filamentous fungus. No definitive conclusions can be drawn as to a potential relationship of the identified filamentous fungus and the reported event. However, all environmental results during processing and packaging of the allograft were found to be within acceptable operating limits. During incubation of the post-processing test sample, the incubator lost power and a MDR was initiated. The bottles were removed, sub-cultured and reassigned to a new incubator. From the subculture, a coagulase-negative staphylococcus species was found. The sample was retested and no organisms were found upon completion of testing. It is important to note that the organism was recovered only from one media and that the organism was a common environmental contaminant. Furthermore, the coagulase-negative staphylococcus species is not a fungus and would not have contributed to the development of candida endocarditis. The allograft was processed and packaged within specification. A review of the donor records, including a histologic examination of residual heart tissue, indicates that there is no evidence to suggest that the donor had candidiasis (oral or esophageal). Musculoskeletal tissue was recovered from donor (B)(4) and forwarded to another tissue processor. No fungal organisms were identified among the tissues sampled; however; a post-mortem blood culture was positive for yeast not otherwise specified. The significance of the positive blood culture is unknown. Post-mortem blood cultures are frequently prone to contamination, making interpretation of positive results difficult. A pre-implant culture of the valve on (B)(6) 2011 showed no growth. Although a specific fungal culture of the allograft was not performed, candida species grow readily on routine bacterial culture media and should be easily identified if present. Therefore, it is more likely that the positive blood culture represents contamination rather than true fungemia. Although human allograft heart valves have been shown to be more resistant to infection than mechanical or bioprosthetic valves, post-operative endocarditis remains a rare, but recognized potential complication.

Manufacturer narrative:
This allograft was manufactured prior to may 25, 2005, and therefore is regulated as a medical device. (B)(6). This investigation is currently ongoing. Any additional information will be provided in the follow-up report.